Event description:
It was reported by a neurologist that a vns pt's programming settings were changed automatically from 30 seconds on time and 5 minutes off time to 30 seconds on time and 30 seconds off time. The physician could not recall the pt's name and good faith attempts to obtain more info have been unsuccessful to date.